Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump arrow keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and displayed the menus in english language. All buttons are functioning properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was able to navigate to the utilities menu and then to the language menu without errors; selected and activated several different languages from the menu successfully. No unresponsive buttons or language programming errors occurred. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage was noted during our physical inspection.